Manufacturer narrative:
The field complaint of power switch anomaly was verified as the event could be reproduced. Analysis revealed failing psu (power supply unit) as the root-cause for this issue.

Event description:
It was reported that upon switching the programmer on, a crackling sound was heard and the user received a small electric shock from the programmer. No consequences to the user and no medical intervention was required. The programmer was no longer used and was replaced.